Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that, eight days prior to report, there had been a volume discrepancy with the patient's pump. At the patient's second refill, the expected residual volume was 9ml, but the pump was found to be empty besides a few drops. Also, the patient had been admitted about three weeks prior to report for what was thought to be a "gi bug", but could have been withdrawal due to an empty pump. He had presented with nausea, sweating, and chills. On the day of report, the patient had been seen by another hcp for increased pain. It was noted that there had been no issues with the patient's first refill. The healthcare professional (hcp) had no difficulty filling the pump and knew she had been in the reservoir during the refill, due to the patient's thin physique. Additionally, the patient had not experienced any overdose symptoms, which would have signified injection outside the reservoir. There hadn't been any programming changes or known medical procedures which could have caused the discrepancies. The hcp suspected that the patient could have withdrawn the medication manually. The patient was scheduled to come back into the clinic on the following monday for a "volume check" and had been using low-dose oxycodone orally. About two weeks later, it was reported that the cause of the event was unknown and that the reservoir volume had been accurate at the patient's follow-up appointment. A nephrologist attributed the increased back pain to the patient's neurologic history and a newly diagnosed kidney disease. The drug used in this system was dilaudid.